Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the patient was hospitalized for dilated heart disease. When the nurse used a needle-free sealed infusion connector to connect the patient's intravenous infusion to the indwelling needle and replaced the needle-free sealed infusion connector, she found that the connector was blocked. The pre-flushing could not be used and could not be continued. In order to avoid the indwelling needle being blocked, the nurse immediately replaced the connector for the patient to infuse and complete the infusion without causing serious harm to the patient. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? The problem occurred during the priming period. Please confirm what medication was being administered during the event? No medication was used when the incident occurred. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? The medication was not stored in the refrigerator please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? There are no visible defects in the appearance. Please confirm if the connecting product has a luer slip or luer lock connection? The connected product is connected using a luer lock. Please confirm if there is any patient impact? No impact on the patient.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint samples were from lots 24095559 and 24075027. The feedback provided by the customer states that, "when replacing the needleless injection cap, the nurse found that the cap was blocked and could not be flushed with the pre-flush solution." Further information from the customer has stated that complete blockage was observed during priming and the solution was not stored in the refrigerator. The product was connected using luer lock connection. Moreover, no visible defects were observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lots 24095559 and 24075027 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.